Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple patients were not showing on the device and it was in disconnected mode. A technical support specialist (tss) dialed into the server and the station, checked that messages were crossing over to the server, checked the station and confirmed it was currently in "disconnected mode" with patients and orders might not be current error. The tss then checked that the data synchronization service was up and running on the station, restarted the data synchronization service but the issue persisted. The tss confirmed that the station was receiving large messages and was taking a long time to process it, checked the knowledge article, ¿medstation es 1.7.x stations going in and out of disconnected mode large download messages¿, dialed into the station, proceeded to full synchronization, backed up the database at d drive and confirmed that the device had been fully synchronized successfully, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system had multiple patients not showing and was in disconnected mode, required a full synchronization. The customer stated that this malfunction caused a delay in dispensing medication to patient and the users were using a temporary patient to get medications. However, there were no adverse events or injuries reported based on this event.